Event description:
It was reported the patient presented with high capture thresholds and low r-wave amplitude sensing on the atrial lead. The suspected cause was dislodgement of the atrial lead. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the surgery.